Event description:
During a patient use event, the user is reporting the speaker was not functioning properly, though the device was able to function normally otherwise. The patient did not survive.

Manufacturer narrative:
(B)(4).